Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
It was reported that on (B)(6) 2016 the patient underwent a left knee procedure, reposition and stabilization of tibiofibular joint, in poland, where she resides, during which an arthrex, ar-8920cdc, knotless tightrope syndesmosis repair kit was used. Patient has been experiencing continued pain, redness, swelling and reduced flexing ability. Pain has been present in the inside (right) part of the knee but approximately 3 weeks prior to reporting patient began feeling pain on the outside (left) and inside of the kneecap too. Knee feels hot when touched. Patient has had three rehabilitation sessions of one week to ten days in length, where she would stay at the clinic, in addition to her regular outpatient therapy sessions. To date patient has had no relief from symptoms or improvement with flexion. Caller states surgeon told patient it is not an infection, although several other doctors and physical therapist have told patient it looks like an infection. It was reported surgeon informed patient she was not doing intensive enough therapy. Surgeon sent her to a therapist who patient states over-bent and over stretched her log so much she was unable to stand on it for about a week. Caller has requested the material composition of the device for possible allergy testing if an allergist determines testing is warranted. Material composition has been provided.